Manufacturer narrative:
The p-cap or reservoir locked properly during testing. Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. No unexpected no delivery alarms or rewind anomalies were noted. Device received with intermittent down arrow button due to flattened dome switches (no crease). No unlocked lcd keypad connector. Device received with cracked case at the battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump was sticky and hard to press. The customer¿s blood glucose level was unknown. The customer stated that rewind takes slower. The customer stated that the customer was ended up in hospital due to insulin pump was not delivering insulin. The insulin pump will not be returned for analysis.